Manufacturer narrative:
Analysis found that the machine adapter was detached when received however it was reinserted into the tube and remained secure. The cuff inflates and deflates with no issue or leakage. Visually, there was no damage or anomalies in the construction of the device that would have resulted in the reported event. The biological contaminants were cleaned off the emg contacts prior to electrical testing. Electrically, the resistance of the tube electrodes from end to end shall be less than 200 ohms and the actual measurements were; red 13 ohms, red [w/white band] 20 ohms, blue 23 ohms, and blue [w/white band] 13 ohms. There were no shorts between circuits or intermittent behavior while manipulating the circuits. When viewed under magnification, there were no cracks in the electrode contacts. There was no fault found with the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative about the dysfunction of device's tubing. There was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On follow up, it was confirmed that the device did not work after doing all the troubleshooting. They also noted that there were visual and audible indications being displayed and the procedure was completed.